Event description:
The pump was returned for investigation. Investigation revealed that the up arrow and down arrow keypad buttons were intermittently responsive, the ok keypad button was sticking and the contrast button was unresponsive. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the battery compartment was found to be cracked and the battery cap threads were stripped and unable to maintain electrical connection. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. A test cap was used for testing purposes and no power issues or alarms were noted. The pump was exercised for 24 hours. The rewind, load and prime steps were performed with no power issues. Unrelated to the complaint, the up arrow and down arrow keypad buttons were intermittently responsive, the ok keypad button was sticking and the contrast button was unresponsive. The keypad cover was removed and the contrast and ok keypad buttons were found to be inverted.